Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. A query of the complaint-handling database could not be performed for the reported lot as the lot number and part number are unknown. Based on the available information, a cause for the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation (mr) was a result of the reported migration (partial clip movement). The reported patient effect of mitral regurgitation is included in mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure (major surgery) were a result of case specific circumstances as the patient was hospitalized and underwent a mitral valve replacement surgery. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of event: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partially moved clip, recurrent mitral regurgitation, surgical intervention, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, one clip was deployed, reducing mr. However, approximately 2 years later, the clip partially moved and the mr increased to grade 3. The patient remained hospitalized and underwent mitral valve repair. The latest follow-up on (B)(6) 2019 revealed that patient experienced two episodes of cardiac decompensation due to reno-cardiac syndrome, and not due to the clip. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.